Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8am. According to the csr's documentation, at an unspecified date/time the patient "felt high" (specifying she was complaining a lot and felt crabby). The patient denied receiving any medical intervention/treatment after the alleged issue began. At the time of troubleshooting, the csr noted the patient did not have her testing supplies available; however, the patient informed the csr that the subject meter's batteries were replaced, per owner's booklet recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of complaining and feeling crabby do not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.